Manufacturer narrative:
Uniplanar x-tab screw [product code: 1797-83-540, lot numbers: tbgpl six] was returned to the complaints handling unit (chu) for evaluation. Visual inspection of the set screws revealed no no abnormalities or defects. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No root cause analysis. No product failure detected. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email from (B)(6) for (B)(6): patient had a set screw pop off post op. Revision has not been scheduled. Complaint is a reportable malfunction. Alert date (B)(6) 2015. Four screws not initially reported were returned to chu. Upon initial examination it was determined the screws threads were torn. Unknown if damage occurred during the initial procedure or revision procedure. Based on limited information provided, it is assumed the damage occurred during the initial procedure and was not discovered until the revision procedure. The revision was performed due to popped off set screw. Intra-operative hardware breakage/separation has been known to result in surgical delay greater than thirty minutes and/or a portion of broken hardware remaining in the patient.